Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized "a few months ago" due to a urinary tract infection and an elevated blood glucose (bg) level of 550 (mg/dl). Customer also reported experiencing elevated blood glucose levels in the past; however, no specific time frame or bg level was provided. Customer declined to provide any further details or to complete troubleshooting with tandem technical support. It was indicated that the customer has suspended pump therapy and is using manual injections for diabetes management.